Event description:
During a breast biopsy the tip of the marker sheared off into the tip of the probe. They used another marker and completed the case with no cosequence to the pt.

Manufacturer narrative:
The applier was returned and was noted to have the introducer tip in good physical condition. The device was received without the collagen plug, which denotes that the marker clip was laready deployed. No further analysis could be performed due to the clip was not returned.